Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl with ketones and the customer went to the emergency room. The customer was treated with insulin and fluids and the bg level was lowered to under 200 mg/dl. The customer was tired, but felt better.